Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer accidentally damaged the pump by "playing and slid on the side he wears the pump". As a result, the touch screen became shattered and unresponsive to touch due to the damage. Customer's blood glucose (bg) level was reported to be "high" via cgm reading. Cause of elevated bg was unknown. Reportedly, customer addressed the high bg with a manual injection and reverted to manual injections for insulin therapy.